Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent tmj replacement surgery approximately one month ago. The day after surgery, a CT scan was performed to check the position of the implants. On reviewing the scan, the surgeon is concerned that while both condylar heads are in their relative fossa¿s that the left mandible may be positioned slightly too posterior and the right mandible positioned slightly too low. There were no consequences or impact to the patient attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the DHR found the implant was designed properly and found conforming to applicable work instructions. Review of the digital planning files overlayed with the actual position of the implant revealed that the left side of the mandible was not resected enough during surgery. The actual implant was placed at a posterior angle compared to the planned implant position. An overlap was identified between the actual patient anatomy and the planned position, which resulted in the actual implant ending up in a different position than planned. The reported event is confirmed, based on the investigation report provided by 3d systems. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.